Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer representative (rep) reported that the patient, who was implanted on (B)(6) 2016, had a post-operative infection. The wound was examined by the physician. The entire system was removed on (B)(6) 2016. The issue was noted to be resolved, and the patient status was alive, no injury. Indication for use included spinal pain and failed back surgery syndrome.